Manufacturer narrative:
Examination was not possible, as the device was not returned, however a video of the procedure was provided. Video review shows a meniscal repair using multiple devices. Video review found that t1 was introduced into the meniscus without issue. T2 was placed below and approximately ½ mm to the right of t1. Due to the close proximity during placement of t2 it appears that the needle may have engaged the suture causing it to become damaged which resulted in the breakage. After reviewing and analyzing the procedure via the provided video, the root cause for the reported issue was determined to be user error.

Manufacturer narrative:
(B)(4). Device investigation narrative - examination was not possible, as the device will not been returned. Without the return of the device in question a root cause for this incident cannot be determined. A review of the device history records and quality records associated with this manufactured lot confirmed that no additional complaints have been filed and that no abnormalities were reported with this product during manufacture. No further investigation is warranted at this time. (B)(4).

Manufacturer narrative:
(B)(6).

Event description:
It was reported during a procedure that after deployment of t1 and t2, the suture loosened then cut during knot tying. Both implants remain inside the body. A backup device was available to complete the procedure. No patient injury was reported.